Event description:
It was reported that the end user experienced a possible allergic reaction her would dressing. Initially, the end user was hospitalized for a perforated bowel and partial bowel resection on (B)(6) 2014. Upon discharge, the end user was instructed to alternate between ribbon dressing with a saline wet to dry dressing changes daily. On (B)(6) 2014 the end user was instructed by her physician to discontinued the saline wet to dry dressings, to only use the ribbon dressing and to change the dressing daily. On (B)(6) 2014, the end user stated she noticed an increase in redness in the wound bed, the following day the end user stated she experienced burning in the wound. On (B)(6) 2015, the end user reported that her wound felt like it had sand paper in it. The following day on (B)(6) 2015, the end user removed the dressing, got into the shower to rinse the wound and at that time she stated the wound was 'fireball red and she was experiencing much pain.' The end user went onto state took dilaudid, motrin and tylenol for the pain and also stopped using the dressing ribbon and covered the wound with dry gauze. On (B)(6) 2015, the end user stated she went to the emergency room due to the increase wound pain. She also stated that the wound tissue is friable and with some bleeding. The end user also mentioned that she is a nurse and did her own dressing changes and the wound was seen by her surgeon.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available to follow-up, report will be submitted.